Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 568301.

Event description:
It was reported that the patient was experiencing pain at the lead incision site. The wound was seeping and running low grade fever. It was noted that the patient developed a staphylococcus aureus infection. The patient was admitted to the hospital and was given an intravenous antibiotic. The patient underwent a device explant procedure. No device malfunction was suspected. The explanted ipg and paddle lead were retained in the hospital and will not be returned.